Manufacturer narrative:
Consumer states they experienced a cracked tooth. The model and serial numbers are not available as the consumer returned the product to the retailer. Additional contact information not provided. Device manufacturing date not available due to the device not being returned for evaluation.

Event description:
Consumer called stating that they cracked a tooth and had headaches while using the sonicare power toothbrush.